Event description:
It was reported via repair work order that the brakes were not engaging. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the head pedal could not engage the brakes due to broken groove pin. However, it was reported that the brakes could still be engaged from the other pedals. This issue is not likely to result in serious injury or death if repeated because the unit could still be put into brake if needed using an alternative pedal.

Event description:
It was reported via repair work order that the brakes were not engaging. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.